Event description:
Event description guidant received information that this left ventricular transvenous lead perforated the cephalic vein during lead insertion. The site was sutured and the entry location was changed to the subclavian vein. Dissection of the coronary sinus occurred as a result of trying to advance the lead through the guiding sheath. Mild leakage of contrast was observed. The guidant sheath was moved back in the cornonary sinus.